Manufacturer narrative:
Complaint confirmed, some circumferential scuff marks were observed at the distal end of the device. Complainant's event is most likely caused by user mechanical damage to the device such as hitting the device with another device, prying/leveraging or excessive bending forces applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the flipcutter ii, ar-1204as-75, was used in a pcl reconstruction procedure, while drilling the tunnel, metal powder was generated from the flipcutter and remained in the joint as the surgeon was unable to retrieve all the metal powder. The surgeon stopped using the flipcutter and completed the tunnel using another manufacturer's product. Additional information received 10/17/19: the surgeon drilled a full tunnel with the second flipcutter; however, he planned on drilling a full tunnel to begin with. There were no photos taken.